Manufacturer narrative:
Exemption number e2011017. (B)(4). The fu information comes from FDA (16-aug-2017) and the patient contacted by (B)(4) (22-aug-2017). The patient after contacting fidia reported the same case to the FDA which coded the case as serious due to important medical event. The patient after using the product had injection site joint pain, joint stiffness,injection site joint swelling and injection site joint movement impairment. The case has been deemed serious/expected. The causality relationship has been deemed as probable. Initially the case was coded as non serious because the hcp stated that the treatment with hyalgan was well tolerated. Since the patient denied the permission to contact the hcp, in order to have further information, the case is upgraded conservatively to serious, as per FDA evaluation, and remains expected. The company notifies the case to the health authorities. No new signal alert has been detected. Follow-up (30-08-2017): the fu version is created for quality improvement. Lidocaine has been added as co-suspected drug in the case. No new signal alert has been detected. Device was not available.

Event description:
This is a spontaneous adverse event involving a (B)(6) year old female patient. On an unknown date, approximately 2015, the patient had tried using synvisc and experienced an adverse event. On (B)(6) 2017 the patient was diagnosed with mild hypertrophic degenerative changes to the knee joint, bilateral mild osteoarthritis. On (B)(6) 2017 the patient received her first injection of hyalgan which was well tolerated. The patient received her second injection on (B)(6) 2017, the remaining injections were administered on (B)(6) 2017 and (B)(6) 2017. All injections were administered using fluoroscopy. The physician chose a different injection site for each injection administering around the knee joint. The patient reported that after receiving either the third or fourth injection, the patient left the physician's office and while stepping off the curb, her knee buckled. She managed to lean on her automobile however she fell to the ground. She stated she did not fall onto her knees but was assisted up and into the physician's office. The patient states she was placed in a room and was informed the buckling was most likely due to the lidocaine. She was told to use ice, was not examined and was told to apply ice and sent home. The patient stated she informed the physician that she experienced increased pain. Physician continued treatment for the fourth and fifth injections, the patient stated she felt increased pain with the fourth and fifth injections. At the fourth injection the patient reported to the physician that her knee was swollen. She was examined and the doctor did not agree. The injections was administered to the inside and bottom interior of the knee. The patient has completed the series of hyalgan and is experiencing increased pain, stiffness, pain upon walking and rising from a sitting position. The patient reports the knee pain is worse now than pre-injection. Pre-injection pain 6 or 7 / 10; post injection pain 8 / 10. The patient contacted her physician (B)(6) 2017 reporting she did not feel well and her right knee hurt. She was examined. Physician stated she did not have swelling but told to use ice for the pain. Hyalgan administration was performed by a pain specialist. Patient has an orthopedic surgeon she has not seen in some time. Patient was advised to consult with her orthopedic surgeon. Patient has been contacted to obtain clarification on this case. Follow-up (16-aug-2017): on 16-aug-2016 (B)(4) received a report from FDA. The reporter was the patient. The patient had previously contacted fidia, during the call the patient indicated that she was not going to report the case to FDA however it seems she proceeded to report it. On (B)(6) 2017 a follow-up call was performed to the patient in order to review the recorded narrative in the initial investigation. The narrative was reviewed with the patient who provided clarifications and corrections to this case. The corrections and clarification were recorded after patient reviewed her personal notes and consulting notations contained in copies of her medical records. The patient's medical history includes mild hypertrophic degenerative changes to the knee joints, bi-lateral mild osteoarthritis. Patient reports back problems such as slipped/bulging discs, and stenosis. Patient occasionally receives cortisone injections in her back. Any other medical history is unknown. Medications are unknown. On an unknown date in 2008 the patient was administered synvisc and experienced an adverse event of allergic reaction, fever swelling and pain. Synvisc was discontinued. On (B)(6) 2017 the patient was diagnosed with mild hypertrophic degenerative changes to the knee joints, bilateral mild osteoarthritis. On (B)(6) 2017 the patient received her first injection of hyalgan and her second injection on (B)(6) 2017, both injections were well tolerated. The remaining injections were administered on (B)(6) 2017 and (B)(6) 2017. All injections were administered under fluoroscopy. The physician chose a different injection site for each injection, administering around the knee joint. Contrary to the labeling the patient was informed she could go to physical therapy the day following the hyalgan treatments. Patient stated after receiving her third or fourth injection her knee buckled as she got down from the examination table. A nurse helped her to a chair, placed in a room and waited for approximately one hour. The patient left the physician's office and her knee buckled again as she returned to her automobile. Patient sat in the physician's office for approximately one hour before leaving to return to her automobile. Patient stated as she approached her automobile her knee buckled again, causing her to fall, landing on her side. Bystanders assisted her to the physician's office and waited again, duration not specified. Physician did not examine her and offered no explanation regarding the incident. Patient thought it may be due to the use of lidocaine. Patient was questioned on why she submitted a report to FDA, report no. Mw5071228. She responded that upon reviewing her physician's notes she was frustrated that the physician recorded all hyalgan treatments as, "tolerated well". She disputed this statement however said she had no intention of filing a report against hyalgan but the physician's statements in her records. She felt that the physician should have discontinued treatment when she informed him that her knee was swollen prior to receiving the fourth injection. The patient has consulted three orthopedic surgeons for her back, knee and newly reported elbow pain. One physician recommended knee replacement surgery. Patient also stated that for the past two weeks, (B)(6) 2017 to present day) her knee pain has improved and has begun to subside. Follow-up(30-08-2017): lidocaine has been added as co-suspected drug.

Manufacturer narrative:
Exemption number e2011017. (B)(4). The fu information comes from FDA (16-aug-2017) and the patient contacted by fidia us (22-aug-2017).the patient after contacting fidia reported the same case to the FDA which coded the case as serious due to important medical event. The patient after using the product had injection site joint pain, joint stiffness,injection site joint swelling and injection site joint movement impairment. The case has been deemed serious/expected. The causality relationship has been deemed as probable. Initially the case was coded as non serious because the hcp stated that the treatment with hyalgan was well tolerated. Since the patient denied the permission to contact the hcp, in order to have further information, the case is upgraded conservatively to serious, as per FDA evaluation, and remains expected. The company notifies the case to the health authorities. No new signal alert has been detected. Device was not available

Event description:
This is a spontaneous adverse event involving a (B)(6) female patient. On an unknown date, approximately 2015, the patient had tried using synvisc and experienced an adverse event. On (B)(6) 2017 the patient was diagnosed with mild hyperthrophic degenerative changes to the knee joint, bilateral mild osteoarthritis. On (B)(6) 2017 the patient received her first injection of hyalgan which was well tolerated. The patient received her second injection on (B)(6) 2017, the remaining injections were administered on (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017. All injections were administered using fluoroscopy. The physician chose a different injection site for each injection administering around the knee joint. The patient reported that after receiving either the third or fourth injection, the patient left the physician's office and while stepping off the curb, her knee buckled. She managed to lean on her automobile however she fell to the ground. She stated she did not fall onto her knees but was assisted up and into the physician's office. The patient states she was placed in a room and was informed the buckling was most likely due to the lidocaine. She was told to use ice, was not examined and was told to apply ice and sent home. The patient stated she informed the physician that she experienced increased pain. Physician continued treatment for the fourth and fifth injections, the patient stated she felt increased pain with the fourth and fifth injections. At the fourth injection the patient reported to the physician that her knee was swollen. She was examined and the doctor did not agree. The injections was administered to the inside and bottom interior of the knee. The patient has completed the series of hyalgan and is experiencing increased pain, stiffness, pain upon walking and rising from a sitting position. The patient reports the knee pain is worse now than pre-injection. Pre-injection pain 6 or 7 / 10; post injection pain 8 / 10. The patient contacted her physician (B)(6) 2017 reporting she did not feel well and her right knee hurt. She was examined. Physician stated she did not have swelling but told to use ice for the pain. Hyalgan administration was performed by a pain specialist. Patient has an orthopedic surgeon she has not seen in some time. Patient was advised to consult with her orthopedic surgeon. Patient has been contacted to obtain clarification on this case. Follow-up (16-aug-2017): on 16-aug-2016 (B)(4) received a report from FDA. The reporter was the patient. The patient had previously contacted fidia, during the call the patient indicated that she was not going to report the case to FDA however it seems she proceeded to report it. On 22-aug-2017 a follow-up call was performed to the patient in order to review the recorded narrative in the initial investigation. The narrative was reviewed with the patient who provided clarifications and corrections to this case. The corrections and clarification were recorded after patient reviewed her personal notes and consulting notations contained in copies of her medical records. The patient's medical history includes mild hypertrophic degenerative changes to the knee joints, bi-lateral mild osteoarthritis. Patient reports back problems such as slipped/bulging discs, and stenosis. Patient occasionally receives cortisone injections in her back. Any other medical history is unknown. Medications are unknown. On an unknown date in 2008 the patient was administered synvisc and experienced an adverse event of allergic reaction, fever swelling and pain. Synvisc was discontinued. On (B)(6) 2017 the patient was diagnosed with mild hypertrophic degenerative changes to the knee joints, bilateral mild osteoarthritis. On (B)(6) 2017 the patient received her first injection of hyalgan and her second injection on (B)(6) 2017, both injections were well tolerated. The remaining injections were administered on (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017. All injections were administered under fluoroscopy. The physician chose a different injection site for each injection, administering around the knee joint. Contrary to the labeling the patient was informed she could go to physical therapy the day following the hyalgan treatments. Patient stated after receiving her third or fourth injection her knee buckled as she got down from the examination table. A nurse helped her to a chair, placed in a room and waited for approximately one hour. The patient left the physician's office and her knee buckled again as she returned to her automobile. Patient sat in the physician's office for approximately one hour before leaving to return to her automobile. Patient stated as she approached her automobile her knee buckled again, causing her to fall, landing on her side. Bystanders assisted her to the physician's office and waited again, duration not specified. Physician did not examine her and offered no explanation regarding the incident. Patient thought it may be due to the use of lidocaine. Patient was questioned on why she submitted a report to FDA, report no. Mw5071228. She responded that upon reviewing her physician's notes she was frustrated that the physician recorded all hyalgan treatments as, "tolerated well". She disputed this statement however said she had no intention of filing a report against hyalgan but the physician's statements in her records. She felt that the physician should have discontinued treatment when she informed him that her knee was swollen prior to receiving the fourth injection. The patient has consulted three orthopedic surgeons for her back, knee and newly reported elbow pain. One physician recommended knee replacement surgery. Patient also stated that for the past two weeks, ((B)(6) 2017 to present day) her knee pain has improved and has begun to subside.